Event description:
The left anterior descending (lad) artery was diffusely diseased, approximately 90% to 99% stenosed, with heavily calcified lesions. The lad was accessed via the right radial artery with a workhorse wire. Angiography was performed. A diamondback 360 coronary orbital atherectomy device (oad) was used for treatment. Three treatments were performed on low speed. The oad was removed. A spiral dissection was observed in the proximal and distal lad. Balloon angioplasty and stent placement successfully resolved the dissection. The cause of the dissection was not known as balloon angioplasty was performed after the dissection was noted. The procedure was completed with stent placement.

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).